Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported bowel leakage. Additional information was received from the patient. Patient reported having concerns because they voided less and cathed more on (B)(6) 2017. Patient thinks the weather had something to do with it since it was hot and they were drinking more fluids. Patient was changed from program 2 to program 3 at 2.9 v. Patient was advised to connect with their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.